Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was removed and customer did not observed electrode. The customer's blood glucose value was 253.8 m/dl. The customer received two calibration not accepted alarm in row before change sensor. The sensor will not be returned for analysis.